Event description:
The customer reported a ventilator experienced an ¿oxygen not available¿ alarm. The customer changed the central piping connection place and resolved the phenomenon once. However, the phenomenon recurred, and they replaced the device with an alternative device. The device was in clinical use at the time the issue was discovered. The ventilator was swapped on a patient without incident. There was no patient or user harm reported. The device was evaluated by the customer and an international philips field service engineer (fse). The fse was unable to confirm the reported issue. The fse functionally tested the device for verification but there was no abnormality. It was reported that other than a failure in the device, the alarm occasionally occurs when the leak amount has exceeded the allowable range of the device due to increase in the circuit leak and such. The unit was then checked overall, cleaned, run-in and functionally tested. No further issue was reported.